Event description:
During an endoscopy procedure, the physician use a cook instinct endoscopic hemoclip for hemostasis in the colon. The clip was advanced through the endoscope and closed onto the tissue site. Once attached to the mucosa, the clip stayed closed and would not release from the deployment device. The clip would not reopen. When they tried to deploy the clip, they heard two clicks and the drive wire broke at the handle. The physician tried wiggling the catheter. They eventually got the clip off by tearing the mucosa. The physician had to pull the catheter and clip off which caused additional damage to the tissue site. See MDR 1037905-2013-00396. A second cook instinct endoscopic hemoclip was used with the same result. See MDR 1037905-2013-00397. Additional clips were applied in response to this observation. Our eval of the one device returned of the products said to be involved confirmed that the hook has broken at the distal end of the drive wire. The hook had detached from the device and was not included in the return. Information regarding the missing section was communicated back to the medical facility. The location of the missing section is unk. The initial reporter stated that a section of the device did not remain inside the pt's body; however, the location of the missing section detected during our lab eval is unk. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Of the two (2) devices described, only one (1) device was made available for eval; 1037905-2013-00396 returned on (B)(4) 2013, 1037905-2013-00397 not available for eval. Investigation eval: product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move the catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this mature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.